Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Intended use is for symptomatic patients. Root cause: unable to determine source: phone

Event description:
Customer reporting a false positive flu a result when testing an asymptomatic employee. Customer states the result was confirmed negative by pcr.